Manufacturer narrative:
A ge service representative performed an on site investigation. The hard disk drive was replaced, the nodes were flashed and allowed to rebuild, the software was reloaded and the calibration files were downloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.